Event description:
It was reported that the device had a service indication illuminated and several fault codes repeatedly logged in the device memory possibly indicating a critical failure delivering defibrillation therapy. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the service indication and several fault codes logged in the memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced therapy pcb and determined the root cause for the reported incident was the fl29 filter due to a crack near the input solder joint causing an intermittent failure. The intermittent failure would have impacted defibrillation shock therapy by affecting the positive portion of the biphasic waveform.